Event description:
It was reported the physician attempted to place a lead for a trial procedure. The physician was unable to advance the lead due to pt anatomy and stenosis. The trial was abandoned. The pt was referred to an orthopedic spine surgeon for a surgical lead placement.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.